Manufacturer narrative:
This event occurred between (B)(6) 2020 - (B)(6) 2020. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported five (5) unspecified infusors would not flow. It was further reported that the flow rate was "not appropriate". This was identified during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual devices were not available; however, a photograph of one sample was provided for evaluation. Photographs of the other four (4) samples were not provided so no visual inspection could be performed. Visual inspection was performed to the photograph that was provided which observed fluid inside the bladder which may suggest that no flow - non delivery may have occurred. Due to the nature of the returned sample no additional testing could be performed. The reported condition was verified. The cause of the condition was not determined; however, the most probable cause was due to user related. Should additional relevant information become available, a supplemental report will be submitted.